Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving morphine (12 mg/ml at 2.59 mg/day) and clonidine (300 mcg/ml at 65 mcg/day) via an implantable infusion pump. The indication for use was noted as malignant pain and other carcinoma. It was reported the patient had a flipping pump in the pocket resulting in increased pain. The patient denied any environmental/external/patient factors that may have led or contributed to the issue. No diagnostics or troubleshooting was performed that the representative was aware of. There were no actions/interventions taken to resolve the issue at the time of this report. The issue was not resolved at the time of this report. The representative was called to the hospital's emergency room (ER) on (B)(6) 2016 to interrogate a pump. When the representative arrived, the patient indicated his pump started flipping on (B)(6) 2016 and since that time had experienced an increase in his pain level. The patient noted that the pump would flip when he went to sit up from a supine position and that he could easily flip the pump in a sitting position. The representative talked with the attending ER physician and explained there was a possibility that the catheter might be pinched or tightly coiled resulting in an obstruction of drug flow. The doctor indicated the patient was doing fine and he was going to discharge him and follow-up with the managing physician. The patient status at the time of this report was 'alive - no injury.' It was later reported as of (B)(6) 2016 there was no troubleshooting performed or interactions taken. The cause of the increased pain was believed to be related to the pump flipping and the likelihood of the catheter being tightly coiled or pinched. The pump flipping was due to broken sutures used to hold the pump in place. The pinched catheter had not been confirmed, only suspected. The representative spoke with the managing doctor's pa-c on (B)(6) 2016 and he noted the likelihood of the physician doing anything immediate as far as an intervention is unlikely. A wait and see approach would be taken. It was further reported the patient was seen on the morning of (B)(6) 2016 for a pump study. Again, the pump flipped very easily. The healthcare provider (hcp) was able to aspirate the pump easily and pushed dye. The catheter was patent. The patient was being scheduled for surgery, tentatively for (B)(6) 2016 to suture the pump back down. The patient appeared to be doing well on the morning of (B)(6) 2016, not demonstrating any outward signs or symptoms of an increase in his pain or any other symptoms. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.